Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully placed three ruby coils using a lantern delivery microcatheter (lantern). While attempting to advance a podj through its introducer sheath, the physician experienced resistance and was unable to advance the podj any farther. The procedure was completed using five additional ruby coils and the same lantern microcatheter. There was no report of an adverse effect to the patient.